Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm through their own troubleshooting. The customer's blood glucose (bg) level was in the 300s mg/dl. A correction bolus was delivered to address the bg level.